Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s wake button was unresponsive despite a full charge, and the screen would only illuminate when placed on a charging pad; a restart did not restore wake-button function, and a replacement was arranged. Symptoms included no clinical effects. Outcomes included no impact on health and continuation of therapy using cgm via the dexcom app or receiver. Investigation included customer troubleshooting, device restart, and arrangements for device replacement and return. Investigation of this case revealed a likely hardware malfunction of the user interface wake button or associated power/display circuitry, with the screen function dependent on external charging, consistent with a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure not related to patient factors.